Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot number: unknown. Medical device expiration date: unknown. (B)(6). PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had foreign matter inside. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 4 photos were returned for investigation of this complaint. The photos show 1) an open empty unit pack with foreign matter inside the unit seal area, 2) fully assembled vps with foreign matter on the product, 3) cannula with foreign matter near the cannula tip, 4) half top web of vps catalog 393224. As there is no sample returned for investigation and it is not possible to determine the source of foreign matter from the photos returned, a review of the past 12 months qn for vps catalog was performed. There is no related qn on similar defect or condition reported for the past 12 months. From the photo on page 3, it shows that the cannula tip was badly contaminated with foreign matter. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. The foreign matter would had caused the part to be rejected as it would fail the lie distance check. As the sample has been opened, the source of foreign matter on product could had happen out the manufacturing facilities. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter had foreign matter inside. No serious injury or medical intervention was reported.